Event description:
Investigator reported at 5 year follow up that the pt suffered an acute mi greater than 30 days post index procedure, unk involvement of target vessel. The pt was admitted with a fever and worsening condition. The pt expired due to congestive pneumonia. The investigator's assessment indicated that the event was not related to the device, drug or index procedure. (Reference MFR# 2953200-2009-00807).

Manufacturer narrative:
(B)(4). Evaluation, results: (death, mi).